Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. 510k: this report is for an unknown hip femoral head/unknown lot. Part and lot number are unknown; UDI number is unknown. Initial reporter is an attorney. (B)(4).

Event description:
Pending product liability reports: it was alleged pseudotumor, metal wear, metallosis and elevated metal ions before first revision. It was noted the patient is bilateral. This incident involved the left hip. The implant date was (B)(6) 2004. No revision procedure has been reported.